Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number 14687-15 and lot unknown. It was stated in the report that there is dirt inside the drip chamber. Event was noted upon opening the package. No drug was involved in the event. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed /resterilized. There was no patient involvement. There was no delay in critical therapy.